Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but no notable events were reported prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code recurred, and they acknowledged and understood the guidance.